Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was verified and attributed to a faulty mfc-to-cprd connector. The mfc-to-cprd connector was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.